Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 125 ohms. Health care professional (hcp) consulted with technical services (ts) regarding troubleshooting and programming recommendations. The rv lead remains in service at this time. No adverse patient effects were reported.